Manufacturer narrative:
Patient information provided. Patient weight field not sufficient to hold all digits, should read: (B)(6). The hardware investigation of the returned power conversion enclosures found that the reported event was related to an electrical issue issue. Q1 was shorted due to a nonfunctional positioner motion amplifier. The reported event was confirmed.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. On-site troubleshooting: on (B)(6) 2016 - discovered no 96vdc present on power conversion board. No 96vdc between tp12 and tp17. No 96vdc on j3 output. Power conversion board is ordered and system will be further serviced. Positioner and motion interface were pre-ordered prior to arriving on site, and not used. On 6/22/2016 - replaced the power conversion / positioner motion ctrl box / motion interface board all with no resolve of the issue. Troubleshot further and emailed for factory support. Ordered parts for next day repair (all 3 control boxes / motion interface / right bubble cover on 6/23/2016 - conference call with (B)(6) care team (hct) while at the imaging system. Troubleshooting with the hct without resolve. Parts ordered for next day repair (power conversion / positioner motion control box / motion interface board / y-drive) parts from 6/22/2016 did not get used at this time. On 6/24/2016 - conference call with (B)(6) care team while at the o-arm. Troubleshooting with the hct, issue resolved. Replaced power conversion, ohmed out the y-drive = good, system checkout - passed, system is fully functional - o-arm was used successfully in a case, case coverage provided. Parts that were not used from 6/23/2016 order were (positioner motion ctrl box / motion interface board / y-drive) . Returned hardware analysis findings: all replaced parts have been returned to the manufacturer for evaluation. Analysis of the power conversion enclosure has not been completed. The positioner motion controller, and motion enclosure have been analyzed. Positioner motion controller - confirmed reported problem "no motion x,y or z. Initializing system please wait." Y-axis amplifier shorted on the power input line. Motion enclosure - unable to confirm reported problem "no motion x,y,z, initializing system please wait." No problem found. Software investigation: a software investigation was also completed. This investigation determined that the reported issue was caused by a hardware malfunction, and the software is functioning as designed. A full imaging system check-out was completed following on-site troubleshooting and part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No further issues reported.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the motion controls of the imaging system stopped functioning. It was reported that the system was turned on and it booted into 2d mode. The user then attempted to raise the gantry and heard a "clunk" sound. At this point, the motion controls no longer functioned. The system was rebooted several times, with and without the umbilical cable connected, without resolution. The use of the imaging system was discontinued because of this issue. The procedure was completed successfully without the system. There was a reported delay to the procedure of less than 1 hour due to this issue. The patient was not impacted. No additional details were provided.